Manufacturer narrative:
(B)(4). The lot was manufactured december 4, 2015 ¿ december 5, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during infusion of ceftazimide. There was approximately half the solution remaining after 24 hours of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.